Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:flip case clip broke, the pump fell, and the site was dislodged. The customer's blood glucose level was 158 mg/dl. Reportedly, the customer changed the site, administered a manual injection, and resumed insulin delivery.